Manufacturer narrative:
(B)(4).

Event description:
Procedure: radical resection of pulmonary. Carcinoma under thoracoscope. According to the reporter: the doctor used gl182m to suture tissues under the endoscope and found the needle tip was missing on the suture. The tip of the needle could have fallen into the pt cavity, however the doctor is not sure whether the tip of the needle is in the pt's body. There's no suspected tip in the postoperative chest radiograph. There was no bleeding of 500cc or more? The case was not extended by more than 30 minutes. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.